Manufacturer narrative:
Updated sections - b4, e1(email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the device and reconnected hoses on safety disk that were loose causing the leak error. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had autofill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.